Event description:
It was reported that low sensing and high threshold was observed. Lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.